Event description:
The wife of a male patient contacted lifecor customer support to report that the patient had a heart attack at around 10:00 pm the night before. She stated that he was currently in the intensive care unit (ICU). The wife stated that the device did not alarm until the emergency medical personnel (ems) removed the device from him. Support requested a download. The wife did not have the modem with her. In 2008 support called the patient's wife for an update on when the device would be downloaded. There was a message that she was not available and to call back later. One month later, support called the patient to get an update and left a message. Two days later, support tried to contact the patient. They could not get a hold of the patient and a download had still not been received. That same day, the patient's sister called back regarding a message left by support. She stated that her brother had received an ICD the previous month.

Manufacturer narrative:
Device evaluation summary: device evaluation of the monitor has been performed. There is no wear time of the device after 2pm in 2008. The patient's wife stated that the event occurred at 10pm. There were no automatic events on the day in question. There is no evidence of device malfunction. There may have been a misconception of the wife if the patient was wearing the device. The device may have also been on the patient without the battery pack being in it. The heart attack may have been a non-treatable rhythm for the lifevest. This could also explain the lack of alarms. The alarms and the monitor were fully functional.